Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The cause of the customer reported problem was a damaged interlock block, as there were leaks found from the interlock block. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the interlock block. The manufacturer representative performed a 40-minutes run time test, a 15-minute run time test, a calibration test, and performance and electrical tests, and the device passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the interlock failed. The event occurred during preventive maintenance, and there was no patient involvement.